Manufacturer narrative:
It was reported that the ventilator did not turn on. Identification of issue has been done by analyzing problem description. The service report and device¿s logs have been not available for further evaluation. Therefore it has been decided to report this case in an abundance of cautions, as the provided description might have underlying causes which represent a reportable event. There was no information about the replacement of any part. The root cause to the reported issue has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator did not turn on. There was no patient involvement. Manufacturer ref.#: (B)(4).